Event description:
Patient reported the infusion device switches off unexpectedly. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E8 power interrupt error was found in the history. The acid of the double layer capacitor (goldcap) has leaked out and this defect caused an unintended restart of the insulin pump. After the restart, the pump triggered the e8 error correctly.